Event description:
A physician reported a pt had essure inserted for birth control on (B)(6) 2013. There were three right and one left trailing coils at the time of placement. On (B)(6) 2013, hysterosalpingogram was performed and the physician rec'd a report of pt tube. After looking at the films, the physician determined that the right device was not in the tube. The pt was having pain so a tubal ligation was scheduled and possible removal of essure on the right side if the device could be seen. On (B)(6) 2013, the physician performed the tubal ligation and essure removal. The device on the right side was seen perforating the tube and was removed w/o incident.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.